Event description:
P-wave oversensing was observed on the ventricular channel, as well as variability of ventricular sensing. The lead was repositioned with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.